Event description:
It was reported that during a low anterior resection, the surgeon was unable to complete the firing stroke on the device. The case was completed with a like device with no patient consequence.